Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use at the time of the event and during planned procedure issue got happened. The procedure got cancelled and rescheduled for later. It was reported that the system was not powering up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the cmos battery was defective. Fse replaced the cmos battery. After the replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.